Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
It was confirmed by the service technician the device displayed a bias current error during the functional evaluation. Upon disassembly, a damaged potted trigger assembly was found.

Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.